Event description:
Additional information became available that the patient passed away two days after the lead revision. The cause of death was from septic shock. The reason for the lead revision was because the patient became combative from sepsis, which dislodged the lead. According to the field representative, in the physician's opinion the recent implant procedure did not contribute to the sepsis and the recent lead revision did not contribute to the patient's death. The patient had other underlying issues that caused sepsis and the patient's subsequent death.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. The dislodgment was confirmed via x-ray and resulted in loss of rv capture but no asystole was observed. A revision procedure was performed to reposition the lead but during the procedure insulation damage was discovered. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted cuts in the insulation that were likely induced during the explant procedure. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A pressure test was performed to evaluate insulation integrity. This test was not passed due to the cuts in the insulation. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported lead dislodgment.